Event description:
"Following use of catheter, doctor noticed rubber tip in abdominal cavity. Removed without incident, catheter was thrown away."

Manufacturer narrative:
Product is not being returned for evaluation.